Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion out of calibration, which was reproduced during evaluation. The cause was determined to be the downstream tubing guide gap out of specification. The downstream tubing guide gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion out of calibration. The event happened in biomed service department during testing. There was no patient involvement. No additional information is available.